Event description:
It was reported that the cartridge may have been leaking. Reportedly, the customer noticed the cartridge was wet, but unsure if was insulin or water. Customer's blood glucose level was 161 mg/dl.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.